Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 594 mg/dl with a large level of ketones. The customer changed all of the supplies on the pump. A correction bolus and insulin injections were used in an attempt to address the bg level. The customer went to the emergency room and was admitted to the hospital. The customer was treated with an intravenous drip. The customer was discharged the next day with a bg level of 304 mg/dl. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.